Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the call. The customer stated that they went through xray machines at airports and has been having issues with no delivery alarms since then. The customer resolved the no delivery alarm with a set change. The customer will send the insulin pump back for a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, it was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery test wasn't performed due to prime anomaly. The motor was tested outside of the device and it passed. The device had cracked case at display window corners, minor scratches on the lcd window, stained end cap sticker and back address/serial number label.